Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw2184 showed five other similar product complaint(s) from this lot number.

Event description:
PICC placed into patient on (B)(6) 2019. It was reported PICC removed from patient on the (B)(6) 2019 as there was leakage at the insertion site. It was stated that on removal they discovered a fracture at 5cms internally. Additional information stated, "a patient complained of leaking at PICC site while IV sact in progress (paclitaxel). A small amount of fluid on inco sheet. PICC dressing was removed, biopatch was wet. 30mls paclitaxel given. Infusional services informed, infusional services attended and reviewed PICC site. PICC line removed, fracture of PICC line evident."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 3cm and 6cm depth markings. The split occurred within the region of a permanent kink impression. Several kink impressions were observed in the vicinity of the split. The depth markings near the split site were completely worn. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed worn, inward curving edges. The fracture edges exhibited a dull granular texture. Material abrasion and buckling were observed in the vicinity of the split. The fracture features, material buckling, wear and deep kink impression were consistent with material failure due to fatigue, caused by repetitive kinking of the catheter tubing. Physiological, placement and use conditions can contribute to such repetitive kinking and fracture formation. The damage location suggested that catheter securement, maintenance and access techniques may have contributed. A lot history review (lhr) of recw2184 showed five other similar product complaint(s) from this lot number.

Event description:
PICC placed into patient on (B)(6) 2019. It was reported PICC removed from patient on the (B)(6) 2019 as there was leakage at the insertion site. It was stated that on removal they discovered a fracture at 5cms internally. Additional information stated, "a patient complained of leaking at PICC site while IV sact in progress (paclitaxel). A small amount of fluid on inco sheet. PICC dressing was removed, biopatch was wet. 30mls paclitaxel given. Infusional services informed, infusional services attended and reviewed PICC site. PICC line removed, fracture of PICC line evident."